Event description:
There are metal flakes in the solution. Dr reported the problem to the MFR and the co states that the flakes must be from the cammulae on the syringe and it is ok. Dr is very concerned about the possible long-term effects.